Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in czech republic underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, it was reported that the patient experienced a buried bumper described as the peg tube was "ingrown". The device was removed surgically and the and treatment with duodopa lcig was discontinued and switched to subcutaneous (vyalev) in (B)(6) 2025. The device has not been returned.